Manufacturer narrative:
Investigation completed on 08/23/2024. A getinge field service engineer evaluated that gas loss in iab circuit alarms while on patient. Catheter used on patient wasn't made available for this repair. Inspected unit and ran all manifolds leak test which passed without issue. Could not duplicate gas loss alarms with test catheter and trainer. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) with gas loss in iab circuit alarm. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).